Manufacturer narrative:
Correction: medical device serial, imdrf annex e and f codes. Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, reason code for no evaluation, device manufacture date, imdrf annex b, c and d codes.

Event description:
It was reported that the pump module was programmed to infuse heparin (25,000 units/500ml). Heparin drip started at 15:04. At 15:45, bag was noted to be empty, however pump indicated 488 ml was still left be infused. There was patient involvement, however there was no patient harm. Labs were ordered to monitor patient, no intervention required and heparin was restarted.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b,c, d and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the pump module was programmed to infuse heparin (25,000 units/500ml). Heparin drip started at 15:04. At 15:45, bag was noted to be empty, however pump indicated 488 ml was still left be infused. There was patient involvement, however there was no patient harm. Labs were ordered to monitor patient, no intervention required and heparin was restarted.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired, or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module was programmed to infuse heparin (25,000 units/500ml). Heparin drip started at 15:04. At 15:45, bag was noted to be empty, however pump indicated 488 ml was still left be infused. There was patient involvement, however there was no patient harm. Labs were ordered to monitor patient, no intervention required and heparin was restarted.